Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, it was noted that there were episodes of post-paced t-wave oversensing. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.